Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
A nurse reports via our sales rep, that a radius plate broke in the area of the lower screw row approx 6 weeks after implantation.